Event description:
Customer alleged power center mount actuator is leaking. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number (B)(4) rev h (mar-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated by the dealer as 3 tilt actuators since receipt of power chair and also the joystick and controller were replaced. The dealer called stating that the power center mount actuator on the tdxsp power chair is allegedly leaking. The power chair will allegedly work but it is bent and pulls left. Replacement parts have not yet been ordered, consumer needs to go through her insurance company for payment. The damaged part is to be returned to invacare for an inspection and evaluation. No injury alleged.